Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that their feet were very swollen. On (B)(6) 2019 the patient mentioned they would like to have ¿this¿ removed as soon as possible because they were still experiencing really bad swelling in their feet. On (B)(6) 2019, the patient stated they felt that they were voiding less volume with the therapy. The patient did not mention any swelling with this report. The patient also stated that they had maximum settings on their left side and that they were now at 5.7. The patient decreased the stimulation to 0.0 and slowly increased the stimulation and they were now at 2.5 stimulation on the left side and comfortable. The patient did mentioned that their right side was still sore. The patient was advised to contact their health care physician (hcp) for medical support and with questions on the permanent implant. There were no further complications reported.